Event description:
It was reported the lens was explanted without complication, due to the doctor's observation of imperfect optics.

Manufacturer narrative:
The lens has not been received for analysis. Lens met all manufacturing specifications prior to release. No additional reports were received for product manufactured in this lot. There is no evidence to suggest any fault on the part of the device design or manufacturer. Will continue to monitor and trend.

Event description:
A customer reported the battery cover of their freestyle navigator transmitter was loose and that there was water in the battery compartment. Upon visual inspection of the returned product, a crack/fracture was observed on the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device was received and inspected at the manufacturing site. The investigation consisted of a review of the manufacturing records which showed no deviations and microscopic examination of the optic parts which showed no deviations. The suspect device was cosmetically inspected twice prior to packaging and met all release criteria. While we were unable to confirm the physician's observation, our investigation reasonably suggests that it was not manufacturing related.